Event description:
It was reported via a legal filing, that a male patient, who had their right knee implanted with an exactech knee system on (B)(6), 2009, and had used the exactech knee system in a normal and reasonably foreseeable manner, in ensuing time, began to suffer from symptoms associated with the defect of exactech knee system as alleged in this complaint, including pain and lack of mobility. As a result of these symptoms, they underwent revision surgery on (B)(6) 2021, approximately 12 years 3 months post the initial procedure. The clinical findings and diagnoses as a result of the revision surgery are consistent with the defects of the exactech knee system, as alleged in this complaint.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.no additional information is available.